Event description:
Customer reported an instance where the "plastic tip" of the secondary set broke off into the main IV port when she was discontinuing it, resulting in fluid back flow onto the floor through the broken tip. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval. This product is distributed by carefusion and manufactured by (B)(4).